Event description:
It was reported to medtronic neurosurgery that the patient's shunt was explanted due to a possible shunt failure. It was also reported that as of (B)(6) 2013, the patient was still in the hospital with headaches and vomiting.

Manufacturer narrative:
The valve and integral peritoneal catheter were both patent. They both met requirements for the leakage test. The valve met requirements for the siphon test. It did not meet all of the requirements for the reflux, pressure-flow, and preimplantation tests. Proteinaceous debris was observed in the interior of the valve. Debris within the valve can hold pressure-flow controlling mechanisms open resulting in fluid reflux and low pressure-flow results. A review of the manufacturing records showed no anomalies. Additional patient information: it was later reported that the patient is currently stable and has been discharged from the hospital. (B)(4).